Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 41786. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of error code 41786. Functional and visual inspection were performed. The device initially did not power on, and only showed error code 41786. The cause was identified to be a software fault. The error code was cleared and preventative maintenance was performed. The device passed all functional tests after the repair.